Manufacturer narrative:
The subject device was returned and visually evaluated. The guide wire and back up tabs on the device were found to be bent, which is consistent with the distal tip having seen excessive force or having hit a hard structure. The barrel insert at the distal end of the device detached from the cannula assembly during the functional evaluation. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records found no anomalies. Based on the available information, the reported problem experienced by the user and the detachment of the barrel insert during the subject product evaluation were due to the damaged components on the distal tip. This is the first reported complaint for the subject lot of (B)(4) units manufactured in may of 2017. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." As reported the device was used during an inguinal procedure. The IFU precautions"insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: during an inguinal hernia repair, when the optifix fixation device was fired to tack down the mesh, it misfired. Another device was used to complete the case and no patient injury was reported as a result of the problem experienced. The sample was returned intact; however, the barrel insert detached during the functional evaluation.